Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this electrode was associated with a system infection. Necrosis was noted near the wound site. The patient was put on intravenous antibiotics and surgical intervention was performed to explant the electrode. No additional adverse patient effects were reported.